Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. Per the instructions for use (IFU): all vad patients face risks including, but not limited to death and gi bleeding. From all indications the device operated within specifications and as intended, with no evidence of any device performance issues contributing to the event. The company is seeking this information through the event investigation. Device not returned.

Event description:
It was reported from australia by the ventricular assist device (vad) coordinator that a patient presented with lethargy and was found to be anemic with low hemoglobin. The patient was admitted for treatment and investigation of the anemia. The patient was transfused with 2 units of red cells for "upper and lower gi scopes." The current condition of the patient is unknown. No additional information is provided.

Manufacturer narrative:
Additional information received stated that in total, patient was transfused with 8 units of red cell concentrate and was commenced on octreotide with cessation of bleeding as evidenced by return to normal bowel motions and stable haemoglobin. Patient was discharged to home on (B)(6) 2015. Gastrointestinal bleeding (gi bleed) has been identified as a known potential risk associated with the use of all ventricular assist devices as outlined in the instructions for use (IFU). Although this event may be related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Patient received heart transplant (B)(6) 2015. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.